Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy for possible supra ventricular tachycardia (svt) with rapid ventricular response (rvr). The patient was at the gym exercising at the time of episodes and felt their pulse was tachycardic. The implantable cardioverter defibrillator (ICD)&#1157;mains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that the implantable cardioverter defibrillator (ICD) was not working well and delivered shocks. The ICD was explanted and replaced.